Event description:
The pump was explanted because it dislodged after a fall. No additional information was provided regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j93126027, implanted: (B)(6) 1994, product type: catheter. (B)(4).